Event description:
This rv lead was implanted on (B)(6) 1997 and remains implanted at this time. A call was placed to technical services on (B)(6) 2014 stating that rv lead was fractured and impedance greater than 3000 ohms was noted. The following physician was dr (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).